Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. The customer reloaded the cartridge to resolve the issue.